Event description:
A surgeon reported a patient with a residual refractive error following intraocular lens (iol) implant surgery. A yag laser procedure was performed for posterior capsule opacification (pco). In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The reported indicated use of a viscoelastic that is not approved for use with this lens model. Additional information was requested 07/15/2009 by fax and mail. Medical records were received on 07/10/2009. A completed questionnaire has not been received. This report mailed to FDA on: 08/07/2009.